Manufacturer narrative:
The complaint for inoperable ipg was confirmed. As received, the ipg battery was depleted. The battery was recovered and was able to communicate with a lab patient programmer. However, the ipg would not charge with the lab charging system. Troubleshooting revealed that the inability to charge was isolated to component c53, a capacitor in the battery measure circuit. The capacitor c53 was leaking high current on vbattscaled and created an error condition that was detected by the microcontroller. When the microcontroller detects an error, charging is disabled.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient underwent neurological examination using ssep and mep, and the ipg was turned off prior. As a result, the ipg was explanted.